Event description:
Provider alleges chunks of the tire are missing. The reporter has been contacted for further detail. It was learned this wheelchair is not used outside of the house. No rough areas that can gouge the tires. No injury. Please note any further information will be supplied in a supplemental report.